Manufacturer narrative:
Facility experienced an event with endopath disposable surgical trocar while performing a lap appendectomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 973819. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, closed and trocar condition, conforming. Functional tests & results: does safety shield retract, conforming; flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon the inquiry info, visual examination and functional test, the instrument was found to be conforming. The experience reported by the surgeon could not be repeated during testing. No conclusion could be reached as to how the reported "shield did not retract to cover the blade" occured. Co reviews each incidence as it occurs in an effort to continuously improve co's products and processes.

Event description:
It was reported the device was used during a laparoscopic appendectomy. It was reported the surgeon went to insert the trocar and it was inserted into the uterus. The hosp staff stated the shield did not retract back to cover the blade. The shield was still in the exposed position when removed from the uterus. The pt was 20 weeks pregnant. The case was converted to an open procedure. There were no other consequences. The lot number is 86632, catalog number ga102304-this is from a pack medsurg isolyser.